Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the silicon ring of the flap bulb dropped and it was retrieved. The case was fincished with a new trocar without trouble. There was no consequence to the pt. Add'l info received on 2/12/97. It was clarified that the instrument was used on a pt, but the ring did not fall into the pt.